Manufacturer narrative:
Patient demographics updated. Concomitant medical products pn: 9734477, sn: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the computer needed to be replaced. The computer was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection. It was reported that after an image acquisition was performed, the navigation system showed a broken reconstruction in 3d. The system was rebooted showed a bad image on the screen, but a few seconds later there was no image on the screen. The use of imaging and navigation was aborted. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.